Manufacturer narrative:
The unit that was used for this treatment was a demo and was installed at the user site june 18, 2011. There have been no clinical complaints regarding this specific serial number since that time. The product device history record and service history were reviewed 3/23/2012 with no conclusions made. Upon review by the candela clinical manager, it was suggested that the selected patient had a skin type that was too dark for this type of treatment. A candela field service engineer inspected the unit involved in the event and reported that the unit was operating within specification.

Event description:
A patient in (B)(6) received a treatment for pigmented lesions on the face and responded with hyper pigmentation and burns on the treated area.